Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 400 mg/dl and the ketone level was high. Customer was nauseous and vomited. Bolus via the pump was delivered. Customer went to the emergency room and was admitted to the hospital. Ketones were considered as being dangerous by a healthcare provider. Customer was treated with insulin drip and fluids. While in the hospital, upon removal of the infusion set cannula, it was found to be bent. At the time of the report, the customer had not yet been discharged. Upon follow up, the contact declined to provide further information and tandem technical support assisted the contact with turning the pump back on. The type of infusion set used was not provided.

Manufacturer narrative:
(B)(4).